Event description:
On (B)(6) 2014, the reporter alleged the patient¿s blood glucose was 500 mg/dl with symptoms of dehydration on an unspecified date. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported the patient remained on pump therapy. During troubleshooting, it was noted that a bolus of 2.4 units was cancelled after 0.4 units were delivered. The reporter stated the pump-meter communication channels had not been changed to resolve a bolus-cancelling issue occurring during bolus and that the pump and meter were within manufacturer specified ranges. This complaint is being reported because the alleged hyperglycemia was attributed to a use error. There was no indication of a device malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 01/27/2016-product analysis: the device was returned and evaluated by product analysis on 01/16/2016 with the following findings: review of the pump¿s black box revealed no abnormal pump behavior or related issues; data relevant to the complaint date was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump paired successfully to a test meter and boluses were delivered successfully through the meter. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.